Event description:
The surgeon reported that the patient had the tvt ( tunica vaginalis testis)procedure about a month ago. The patient came back a couple of weeks post-operatively complaining of extreme pain. The patient was unable to perform self catherization and an indwelling cathater was put in place. A cystoscopy was performed and revealed that the device was penetrating the posterior urethra wall. The surgeon performed a re-op to remove the part of the device and repaired the urethra to facilitate healing. The patient is now continent with no further complications.